Manufacturer narrative:
Event site postal code: (B)(6). The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) membrane became unfurled and the iab could not be inserted through the sheath. A 35cc iab was then successfully inserted without further issue. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).